Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases, ring cover and battery drawer were broken, that the battery release was contaminated, that the side bail covers, side bails and ring were missing and that the battery contacts were compressed. (B)(4).